Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift sling via a provider's voluntary medwatch report, which stated the sling on a patient lift broke during transport, causing the patient to fall to the floor and sustain a hip fracture. The report did not identify how the sling broke, and efforts to contact the provider to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint if the manufacturer can be identified.